Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring above 125 ohms. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances, measuring above 125 ohms. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that technical services (ts) confirmed this has been a gradual rise and that due to the ongoing out-of-range shock impedance measurements, the health care professional (hcp) opted to place a life vest until a revision is scheduled. No additional adverse patient effects were reported. This lead remains in service.